Event description:
The medela insurance-provided breast pump has a cord that detaches from the pumping unit, so when the cord is not plugged into the unit, it is available for toddlers to put in their mouths for electrical burns. A toddler can very easily pull out the cord from the unit. It caused an electrical burn with continued problems almost a year later. FDA safety report ID# (B)(4).